Manufacturer narrative:
Additional information: b2 and b5. B5: upon follow-up, it was reported that the patient was treated with vancomycin and tobramycin for the event. The dose of physioneal therapy was reduced. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter city - (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized or treated for peritonitis. Eleven days after the onset, the peritonitis event resolved. The action taken with pd therapy was not reported. No additional information is available.